Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2009 (patients exact age is unk although it has been reported the patient is over 40 years old). According to the complainant, during the procedure, when they put the device down the scope the catheter kinked. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.